Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle broke when toggling. The needle was recovered from the pt. Delay in operating room time was 20 minutes. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.